Event description:
(B)(4) report received (B)(6) 2012, stated the caller reports a (B)(6) female suffered an injection exposure from renalin (medivators product) during her dialysis treatment.

Manufacturer narrative:
Limited information was provided to manufacturer. Multiple attempts have been made via telephone and email. Manufacturer is still waiting on reply from facility. Dialyzers are reprocessed with renalin. During the interim of each use, renalin remains in the dialyzer as recommended by the manufacturer. Renalin is to be flushed from the dialyzer and tested for residuals prior to patient use. It is suspected the flushing step may have been missed and the renalin filled dialyzer was connected to the patient and the renalin solution was then injected into the patient's system. Symptoms and current status of patient are unknown. It has been determined this is a user error. There was no reported issue concerning the efficacy of our product. Directions for use clearly state the solution must be adequately and thoroughly rinsed out of the dialyzer prior to clinical use. Upon receipt of additional information, medivators will review and determine if a supplemental report is necessary. Method: evaluation of actual product was not possible. Renalin is a consumable and was disposed at user facility. Evaluation of incident was based on information received from chemtrec report. Device is a consumable and was discarded.